Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device produced an incomplete mesh which was concentrated in the center. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device produces a poor quality mesh and the gears were severely damaged and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. Skin graft mesher, serial number (B)(4), was manufactured on november 9, 2015, is over 1 year old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6), 2017 revealed the comb was bent, the side plates were gouged at the roller holes, and the test cut and calibration both met requirements. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing test cut and were deemed non-repairable. The collars, gear, and bushings were replaced on both. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the comb was bent and both of the cutters were unable to produce a passing cut and were deemed non-repairable. While during the initial inspection it was noted that the comb was bent and both of the cutters were unable to produce a passing cut and were deemed non-repairable, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was bent.

Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during processing of donor skin the device produced an incomplete mesh which was concentrated in the center. The harvested graft was not usable and the donor skin previously recovered. The remaining skin able to be processed using additional sterile sgm. No adverse events have been reported as a result of the malfunction.